Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from ten years to eight years within three months. A request was made to have data from this device analyzed, but boston scientific technical services (ts) explained that there is no data available for analysis at this time and requested the facility to send in updated data. The health care professional (hcp) indicated that data will be sent during the next routine follow up, which is scheduled for the upcoming weeks. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from ten years to eight years within three months. A request was made to have data from this device analyzed, but boston scientific technical services (ts) explained that there is no data available for analysis at this time and requested the facility to send in updated data. The health care professional (hcp) indicated that data will be sent during the next routine follow up, which is scheduled for the upcoming weeks. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis was performed, and it was determined that the battery of this device is depleting normally, with no evidence of premature battery depletion (pbd). The device has no unusual faults or resets, and the battery current consumption is within expectations based on therapy programming. According to the boston scientific field representative, this patient receives radiation therapy frequently. Ts explained that the reduction in the estimated remaining longevity while a patient is receiving radiation therapy is due to an increase of telemetry sessions to verify correct device functionality. The battery longevity should return to normal after the increase in telemetry sessions are over and the battery voltage recovers; however, this may take up to a month for average power consumption calculations to stabilize and return to normal. The device remains in service.